Manufacturer narrative:
(B)(4). Additional information: this device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. Batch review determined that no nonconformance reports were opened during manufacturing of this device. Trend review determined that similar reports have been received by baxter. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that there was crystallization around the fill port of 2 infusor lv5 devices, indicating a possible leak. This is report number 1 of 2. There was no report of patient injury or medical intervention. No additional information is available at this time.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battey issue. It is unknown when or at what point in the process the reported condition occurred. Review of the device event history determined that this condition interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 5.08.92, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.